Manufacturer narrative:
The company representative cleaned the saline residue from the display extension cable (part number 0012-00-1212). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The operating manual contains the following caution: "never place fluids on top of this unit. Make sure saline container and tubing do not hang directly over the iabp. In case of accidental spillage, wipe clean immediately and have unit serviced to ensure no hazard exists."

Event description:
The customer reported that while the iabp was in use on a patient, the iabp became wet from a rupture of a saline bag. The iabp generated an alarm and then shut down. The patient was switched to another iabp and therapy was continued. No patient injury was reported.